Event description:
It was reported that the lead was explanted with 7 missing contacts in the patient¿s body. It was noted that one contact remained on the lead itself. It was noted that the remaining contact were unrecoverable. It was noted that impedance values were greater than 10,000. It was noted that a lead issues of broken or fractured were reported specifically with ¿contacts lost.¿ it was noted that actions required as a result of the event included a revision. It was noted that they attempted to revise the system before the cause of the loss of stimulation was known. It was noted that they suspected fractures in the extensions. It was noted that impedance testing and x-rays were completed. It was noted that the lead fractured and lost contacts inside the patient¿s body. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included less than 50 percent therapy relief. It was noted that the location of the issue or symptom was at the lead location. Additional information received reported that the patient noticed a loss of stimulation on (B)(6) 2014. It was noted that the leads and extensions were tested that they could reach. It was determined that one of the leads was bad and the physician decided to proceed with removal and re implanting of new hardware. It was noted that the patient reported effective therapy.

Event description:
Additional information received reported that the patient was scheduled for surgery due to a malfunction of the stimulator/electrodes. It was noted that during the surgery it was identified that the electrode had broken and the electrode was removed and replaced.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the wrench found no anomaly. Analysis of the lead lot number v557154 found that the conductor at the distal end of the lead was broken. Analysis of the lead lot number v443435 found that the conductor at the distal end of the lead was broken. Analysis of the first anchor found no anomaly. Analysis of the second anchor found no significant anomaly. It was noted that the anchor had the silicone cut. Analysis of the third anchor found no significant anomaly. It was noted that the anchor had the silicone cut. Analysis of the fourth anchor found no significant anomaly. It was noted that the anchor had the silicone cut.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v443435, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v557154, implanted: (B)(6) 2011, product type: lead, product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37082, product type: extension; product ID neu_wrench_acc, product type: accessory; product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory; product ID 3550-39, product type: accessory. (B)(4).